Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue; however, customer overfilled the cartridge by adding an additional 50u of insulin. Subsequently, the insulin gauge was observed to be inaccurate. Tandem technical support informed customer regarding cartridge labeling. Customer declined additional troubleshooting with tandem technical support to resolve the issue. There was no impact to blood glucose.